Event description:
Procedure: laparotomy. According to the reporter: the needle broke in half. The defect was discovered during case. The other half of the suture was unretrievable from the pt.

Manufacturer narrative:
(B)(4).